Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure prior to insertion into the patient, the helix of the right ventricular (rv) lead was unable to be extended or retracted with normal behavior. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the helix jumping when extending and retracting before implant was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. After cleaning the blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted smoothly. The full measured helix extension length was within specification.